Event description:
Unable to completely deflate 10cc balloon of 16 fr bard foley catheter in order to remove (balloon tested prior to insertion). Foley removed by physician after delivery with slightly inflated balloon.